Event description:
It was reported that blood pooling occurred during use with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, "blood pooling in stopper of sstii 2,5ml 366882 lot 9128593 in combo with pb utw 23g 367364. A sstii 2,5ml 366882 lot 9128593 showed blood pooling in the hemogard stopper when filled with the pb utw 23g 367364 lot 9011664. This tube was the 4th in the drawn order. Upon mixing the tube the blood in the stopper gets loose and falls on the patient's clothes, the nurse's apron and the phlebotomy trolley (splatter). This already happened before but was not communicated to bd."

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to blood pooling or spillage as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood pooling occurred during use with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, "blood pooling in stopper of sstii 2,5ml 366882 lot 9128593 in combo with pb utw 23g 367364. A sstii 2,5ml 366882 lot 9128593 showed blood pooling in the hemogard stopper when filled with the pb utw 23g 367364 lot 9011664. This tube was the 4th in the drawn order. Upon mixing the tube the blood in the stopper gets loose and falls on the patient's clothes, the nurse's apron and the phlebotomy trolley (splatter). This already happened before but was not communicated to bd."